Event description:
The customer stated that the cell-dyn analyzer generated a lower than expected patient result for the hemoglobin (7.2 g/dl). The result was reported out and the patient was sent to the hospital for transfusion. The test was then repeated at the hospital and a higher result was obtained (10.3 g/dl). The transfusion was then not performed based on the expected result obtained in the hospital. No further impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.